Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experienced high blood glucose level. Customer¿s blood glucose was 23.3 mmol/l at the time of incident. The customer treated for high blood glucose with insulin pump. Based on customer¿s report customer did not allege under delivery. The customer was using the insulin pump when high blood glucose event was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Insulin pump had loss of communication. The insulin pump will not be returned for analysis.